Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code(s). Medical records and x-rays were received and reviewed. It should be noted, it is stated in the instructions for use that poor bone quality is a contraindication where, in the surgeon's opinion, there could be a significant chance of fracture of the femoral shaft and/or the lack of adequate bone to support the implants. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient suffered from an intraoperative bone fracture. It was noted that patient has very poor bone quality.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 9/22/2015- medical records received. After review of the medical records for MDR reportability, the operative note indicated a partial posterior column/posterior wall acetabular fracture while implanting the cup. While implanting the final stem a slight crack occured at the corner of the greater trochanter. Both fractures required cerclage wires. The previously reported srom sleeve is being changed to the acetabular cup. It was noted the patient had brittle bone. The complaint was updated on:10/13/2015.